Manufacturer narrative:
The patient sample was requested, but not available for investigation. No general reagent issue can be detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable hbsag g2 elecsys results for 1 patient sample on a cobas 8000 e801 module, serial number (B)(4). (B)(6). The results were reported outside of the laboratory. The reagent lot number is 50375001 with an expiration date of 30-jun-2021.